Event description:
It was reported that an unspecified elastomeric pump was leaking from an unspecified location. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.